Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat and two openings curved on the anterior. Leak test and microscopic analysis was performed which identified: two openings striated on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated openings on the anterior due to surgical damage consist in the use of some surgical tool.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.